Manufacturer narrative:
A ge service representative was contacted by the customer and discussed the reported problem. Advised the customer to check the circuit breaker on the underside of the mainframe. Customer turned on the circuit breaker as instructed. According to the customer the system worked as intended. System returned to service. Customer does not want anyone to come out.

Event description:
It was reported that the 9800 system experienced a precharge and battery charger failure. There was no report of patient injury.